Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system became unresponsive, and upon rebooting, it exhibited a prolonged startup time. Upon troubleshooting fse found that mpd control unit in the m-cabinet was defective. To resolve this issue, fse replaced mpd control unit. The defective mpd unit was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system froze, and when it was rebooted, it was slow to boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.